Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient in the room is alarming when in bradycardia but it is not alarming at the central station. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
The philips remote service engineer (rse) confirmed the issue over remote assistance. The biomed called and reported that they were unable to hear the alarm from the central station. The rse had the customer increase and decrease the sound from the sound bar on the application and confirmed there was no sound. The rse then had the customer reboot the surveillance but this did not resolve the issue. The rse then remoted in via remote desktop protocol (rdp) in the primary server via philips remote services (prs) portal with the customer's permission. The rse went in to the control panel and clicked on sound then sound properties and confirmed the sound indication bar was working. The rse performed a sound test and there was no sound, but the rse stated you could see the sound was working. The customer removed the sound box next and reconnected it but this also did not resolve the issue. The rse then asked the customer to swap out the sound box but this customer did not have a spare sound box. The biomed requested a technical consultant (tc) on site for further investigation. A temporary work around was provided to the customer, to use the sound coming from the bedside monitors in the individual rooms. The quote for onsite service was later canceled after no response was received from the customer after ten days. The cause of the issue was not determined, provided, or confirmed therefore this will be considered a malfunction of the device.